Manufacturer narrative:
An article regarding ¿increased failure rates after acl recon with soft-tissue autograft-allograft hybrid grafts¿ referenced implantation of a s+n endobutton in a group of patients. However, it was communicated by a submitting surgeon that ¿these failures were due to the allograft. These cases did not involve a device failure or any failure due to a smith and nephew implant. Therefore, the root cause of the debridement was the reported allograft insufficiency/failure. The patient impact beyond the reported allograft insufficiency/failure and subsequent debridement could not be determined. Examination is not possible, as the device will not be returned. The investigation was limited to the information provided, as the lot and part numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event. Should the products and/or any additional information be received, the investigation will be reopened.

Event description:
It was reported that patient had a compromised acl graft that was treated with acl debridement. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.